Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that they were out riding when the alarm occurred. Customer was assisted with troubleshooting for stuck button alarm. Customer's blood glucose was 212 mg/dl at the time of the incident. Customer stated that they were unsure if they pressed a button down for three minutes or longer. The customer also stated that the insulin pump was not exposed to a change in altitude. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received no button response (select button) due to corroded keypad traces. No button error alarm and no stuck button alarm during testing. Unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, broken reservoir tube lip, cracked case behind the pump near the battery tube compartment, cracked battery tube threads and missing display window cover.